Manufacturer narrative:
Updated fields: d9, g3, g6, h2, h3, h6, h11. The scissors insert cev605-1 350mm dia 5mm (cev605-1) was not returned for evaluation. Failure analysis: the product of objective evidence was not returned, so the evaluation could not be performed. Therefore, an investigation into the cause was unable to be performed. Root cause analysis: the blade may have broken due to excessive force from the user, the age of the instrument, or after being subjected to an impact. It is impossible to determine this without investigating the instrument.

Event description:
N/a.

Manufacturer narrative:
Updated fields: g3, g6, h2, h11. Corrected fields: h6 (investigation findings 1) and (investigation conclusions 1).

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported that during surgery, that an unknown product ID (xxx-scissors) accidentally broke and a fragment of the instrument was found in the patient's abdomen and recovered. It was reported that the surgery took longer to complete due to a control abdominal x-ray that was performed to exclude the presence of other foreign bodies (fragments in the patient's abdomen). There was no patient's injury reported, and the surgery was completed with other instruments.